Manufacturer narrative:
(B)(4). Customer has no corroborating info of any pt event matching this description. A specific device has not been identified. Although requested, no further info is available. If add'l info becomes available or if a device is made available for investigation, a follow-up report will be submitted.

Event description:
Customer received info from a pt who reported that she had been at their hospital, receiving pca, and using a plastic fork gained access to the syringe to administer more narcotic to herself because she was not getting pain control. The drug was dilaudid, and the pt indicated that on at least 2 occasions she nearly died and had o2 sats in the 30s.